Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one physical sample and three photos. During the visual examination, it was observed that there was no visible damage that would inhibit needle disengagement or decoupling. The functional test, decouple, was conducted which consisted of the winged adaptor being removed from the tip shield. After forced manipulation, decoupling did occur. Traces of a cured adhesive was observed on the tip shield. Visual inspection using uv black light confirmed the cured adhesive was from the manufacturing process. The failure experienced was confirmed through the investigation. The incorrect placement of adhesive during the manufacturing process is determined to have caused the defect of ¿failure to decouple¿. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system single port 22 ga 1.00 in experienced a safety mechanism that would not disengage during use. The following information was provided by the initial reporter: after inserting nexiva, hcp could not retract the needle properly (the catheter was not separated from the safety mechanism component).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system single port 22 ga 1.00 in experienced a safety mechanism that would not disengage during use. The following information was provided by the initial reporter: after inserting nexiva, hcp could not retract the needle properly (the catheter was not separated from the safety mechanism component).